Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient described the area as raised pimple like area that the patient scratches and then it bleeds and scabs. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed betamethasone for the skin irritation. Follow up indicated that the open wound/ pre-existing condition improved